Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was reported that the implantable pulse generator (ipg) was pacing below the lower limit. It was also reported that the right ventricular (rv) lead exhibited loss of capture, over-sensing and t-wave oversensing (twos). The implantable pulse generator (ipg) and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.